Event description:
A facility reported the luer-fitting of an icp microsensor could not be fixed tightly. No patient injury/consequences. The event led to 15 minutes surgical delay and the procedure was completed with a replacement product available.

Manufacturer narrative:
The icp microsensor was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.